Event description:
This lead was implanted on (B)(6) 07, and explanted on (B)(6) 12, due to an advisory/recall. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).